Event description:
It was reported that the patient had right reverse total shoulder arthroplasty. After one day of surgery, the patient was readmitted due to acute respiratory failure with hypoxia and suspected aspiration pneumonia. The patient was treated with supplemental oxygen, cta performed, incentive spirometer, echocardiogram, and prescription for proton pump inhibitor/antacid medication and protonix. The patient was discharged without complications. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 115310, lot: j7609429, comp rvrs shldr glnsp std 36mm. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of aspiration pneumonia developed, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00450.